Event description:
An unrecoverable venous air alarm occurred during a routine hemodialysis treatment. Rinseback of the pt's blood was not performed resulting in an estimated blood loss of 190 cc. Hb decreased from 11.7 g/dl pre event to 7.7 g/dl on (B)(6) 2012. The facility nurse reported that the pt's blood dysplasia contributed to the larger decrease in hb. Standard epogen dosing was increased from 6,000 units 2x month to 6,000 units 1x week. No other medical intervention was required.

Manufacturer narrative:
Facility staff attributed the alarm and subsequent blood loss to infiltration of the pt's needle. The report does not contain info to suggest a device malfunction occurred and is not considered device related. The pt's standard epogen dose was increased. Nxstage medical considers this report closed. No additional info will be provided.